Manufacturer narrative:
Corrected data: through investigation, it was determined this report is a duplicate of MDR 2015691-2016-00385.

Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that ten (10) years, four (4) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis. Per obtained information, pannus formation severely restricted the motion of two (2) leaflets resulting in severe functional mitral stenosis with a mean gradient of 9mmhg. A 26mm transcatheter valve was implanted with excellent seating and tee showed no significant perivalvular leak with a mean valvular gradient of 4mmhg. There were no reported complications and the patient was transferred to the intensive care unit in stable condition.